Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-00999. It was reported the patient was experiencing auto-reduction (date of event is unknown). Diagnostics revealed high impedance values for his cervical scs lead(s). An sjm representative was unable to resolve the issue with reprogramming as only effective left side stimulation was achieved. Subsequently, the patient began experiencing positional stimulation. Additional reprogramming resolved the stimulation issues. As of (B)(6) 2016 the patient experienced loss of stimulation and the high impedance issue remained. It was later determined that surgical intervention will be taken at a later date to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report:1627487-2016-00099. Additional information received identified the patient's scs leads were explanted and replaced with a single model 3228. Effective stimulation was restored following the surgical intervention.